Event description:
It was reported the pump was not helping the patient. The hcp was weaning the patient down to min rate so the pump was going to be programmed to off state. The pump was used to deliver bupivacaine and dilaudid. Additional information later reported the patient experienced increased pain. The cause of the event was indicated as very high residual volume indicating pump not pumping medication. Troubleshooting included decreasing dosage. The pump was shut off and to be removed.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50051, implanted: (B)(6) 1998, product type: catheter. (B)(4).